Event description:
A report was received that the patient underwent a revision due to the ipg flipping inside the pocket. The physician wrapped the ipg in a mesh envelope and stapled the ipg into place. The patient is recovering successfully after the procedure.